Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and confirmed the issue. There were burnt components on the mobile view station (mvs) power board and the uninterruptible power supply (ups) will not turn on. The ups was replaced and the issue was resolved. The mvs power board was received for evaluation with the ups. During evaluation it was possible to duplicate the reported issue. The components on the mvs power board showed electrical overstress.

Event description:
A site representative, radiographic technologist (rt), reported that outside of a procedure the imaging system was not receiving power to the mobile view station (mvs) uninterruptible power supply (ups). The lights on the mvs would reportedly flash, but the system was not receiving power. The ups was exchanged and the issue continued. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: the testing of the returned uninterruptible power supply (ups) found that the ups did not power on with returned batteries. New batteries were installed, charged for at least six hours. Load test passed 7 minutes and 00 seconds. Found that there was an electrical failure mode, no power. Additional methods, results and conclusion codes added to reflect initial MDR and current MDR follow-up.